Event description:
It was reported from a patient, who has a right rtsa, that following x-rays and CT scanning, their polyethylene liner has failed and they are waiting on a bone scan to determine the next steps. Contact information was provided. No further information.